Event description:
Edwards received a report of a sapien m3 procedure in mitral position where once the valve was deployed, its position appeared low on the anterior leaflet but remained within the dock. There was still moderate pvl, so the team decided to implant plugs. Two plugs were successfully implanted, and initially, the pvl looked improved. However, shortly afterward, both plugs migrated into the left common iliac. Both plugs were retrieved successfully by snaring. Plug migration might have caused a chordae rupture, severe pvl was observed on echo, and anterior leaflet appeared torn. After a thorough discussion about how to proceed and limited options left and considering the duration of the case and the fact that the patient had already been under anesthesia for an extended period, decision was made to stop, wake patient up and discuss all further options directly with the patient and their relatives. The patient is stable and doing okay at this time. Currently, discussions are taking place with the patient regarding the next steps.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11 the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Additional information was provided that on pod 5 the patient's dock and valve were explanted due to severe pvl with plug embolization/inability to plug the pvl. On pod 18, the patient received a pacemaker. It was confirmed that the ppm was likely related to the open-heart surgery and not the sm3 device or procedure. The patient remained hospitalized until pod 19 and was released in stable condition and is doing well.